Event description:
During a ptca/stent procedure, the lesion was pre-dilated, but the stent was not placed. The stent was removed in order to perform additional dilatation, but when the catheter came out,it was in two pieces. Reportedly, no force was used upon advancement or upon removal of the device from the vessel. No medical intervention was required and there was no pt injury.